Manufacturer narrative:
Device MFR date not available at this time. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. The clamp face is slightly bent to one side. The adjustment screw threads are damaged in the middle of the travel not allowing the clamp to fully open. A replacement part was sent to the site and the issue was resolved.

Event description:
A site rep reported spine clamp is stripping and is no longer able to be tightened down fully. There was no pt present.